Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were within acceptable ranges. A customer service engineer (cse) was dispatched to the customer site. The cse observed the dilution tray turntable (dtt) contained dried serum and dirt which was causing liquid to overflow into the dtt cuvettes. The cse cleared the occlusion with a stylet and flushed with bleach until the probes were clear and ran nozzle wash sequence several times to clear any residual debris. The cse ran system wash and qcs which were acceptable. The presence of liquid in a dtt cuvette that should be empty can potentially impact result recovery. The overflow of liquid and probe occlusion, potentially caused the discordant, falsely elevated ca_2 results. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca_2) results were obtained on patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s) who questioned the results. The samples were repeated on the same instrument with a new reagent wedge and the same lot, resulting lower. The repeat results were reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 results.